Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and about 4 months and 17 days after essure insertion she had to undergo surgical removal of the device and/or a hysterectomy as a result of device migrating. The event device migrating is regarded as anticipated according to the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. In this case, the exact date and mechanism of device migration are not known. Based on the information provided and possible mechanism of migration, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device migrating / migration"), uterine perforation ("perforation of the essure / essure in myometrium (migrated) / foreign body in genitourinary tract-essure coil possibly dislodged."), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("subsequent miscarriage"), tubal rupture ("fallopian tube rupture"), genital haemorrhage ("abnormal bleeding") and staphylococcal infection ("mrsa infection") in a 30-year-old female patient who had essure (batch no. B63035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure test". Medical conditions: retroflexed uterus. Previously administered products included for an unreported indication: provera from 2009 to 2010. Concurrent conditions included endometritis and heart murmur. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 for birth control as well as hydrochlorothiazide from 2011 to 2014, medroxyprogesterone (B)(6) 2014 to (B)(6) 2015 and vicodin (norco) from 2014 to 2015. In (B)(6) 2014, the patient experienced hot flush ("hot flushes"), libido decreased ("low sex drive"), mood altered ("mood changes"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 8 days after insertion of essure, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced pelvic pain ("severe constant pelvic pain"), back pain ("constant back pain"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and device expulsion ("expulsion of essure device"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced staphylococcal infection (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), tubal rupture (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and hypersensitivity ("allergic and/or hypersensitivity reactions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen, surgery (on (B)(6) 2014, she underwent hysterectomy and pelvic surgery to try and alleviate the symptoms), surgery (on (B)(6) 2014, she underwent pelvic surgery (tubal ligation) to try and alleviate the symptoms), surgery (on (B)(6) 2014, she underwent hysterectomy and pelvic surgery to try and alleviate the symptoms) and surgery (tubal ligation on (B)(6) 2014). Essure was removed. At the time of the report, the device dislocation, uterine perforation, device breakage, pregnancy with contraceptive device, abortion spontaneous, tubal rupture, genital haemorrhage, abdominal pain lower, dyspareunia, pelvic pain, vaginal discharge, vaginal infection, hypersensitivity, hot flush, libido decreased, mood altered, menorrhagia, vaginal haemorrhage, back pain, urinary tract infection, female sexual dysfunction, staphylococcal infection, nausea, weight increased, dysmenorrhoea and device expulsion outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hot flush, hypersensitivity, libido decreased, menorrhagia, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, staphylococcal infection, tubal rupture, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: events painful intercourse, abnormal vaginal bleeding and cramping improved within a month following essure removal. Consumer took a leave from her job from (B)(6) 2014. Tubal ligation surgery - (B)(6) 2014 (laparoscopic tubal ligation with clips). On (B)(6) 2014, she underwent total hysterectomy (uterus and cervix removed) and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57.143 kgs. Ultrasound abdomen - on (B)(6) 2014: essure displaced in fundal aspect of uterine cavity. Ultrasound pelvis - on (B)(6) 2014: no pelvic mass or acute finding. Ultrasound uterus - on (B)(6) 2014: essure displaced in fundal aspect of uterine cavity. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: essure in the myometrium, pelvic pain, dyspareunia, weight gain, pain is in lower abdomen, vaginal bleeding, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2018: pfs received. Batch number provided. New events: hot flushes, decreased libido, mood changes, menorrhagia, vaginal bleeding, back pain, uti, apareunia, mrsa infection, nausea, weight gain and dysmenorrhea. Tubal ligation was also added as surgery and concomitant drugs were provided. Medical records: event "foreign body in genitourinary tract-essure coil possibly dislodged." Was captured as another description for uterine perforation event. Medically confirmed report. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device migrating / migration"), uterine perforation ("perforation of the essure / essure in myometrium (migrated) / foreign body in genitourinary tract-essure coil possibly dislodged."), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("subsequent miscarriage"), tubal rupture ("fallopian tube rupture"), genital haemorrhage ("abnormal bleeding") and staphylococcal infection ("mrsa infection") in a 30-year-old female patient who had essure (batch no. B63035 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure test". Medical conditions: retroflexed uterus. Previously administered products included for an unreported indication: provera from 2009 to 2010. Concurrent conditions included endometritis and heart murmur. Concomitant products included medroxyprogesterone acetate (depo-provera) since january 2014 for birth control as well as hydrochlorothiazide from 2011 to 2014, medroxyprogesterone (B)(6) 2014 to (B)(6) 2015 and vicodin (norco) from 2014 to 2015. In (B)(6) 2014, the patient experienced hot flush ("hot flushes"), libido decreased ("low sex drive"), mood altered ("mood changes"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 8 days after insertion of essure, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced pelvic pain ("severe constant pelvic pain"), back pain ("constant back pain"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and device expulsion ("expulsion of essure device"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced staphylococcal infection (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), tubal rupture (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and hypersensitivity ("allergic and/or hypersensitivity reactions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen, surgery (on (B)(6) 2014, she underwent hysterectomy and pelvic surgery to try and alleviate the symptoms), surgery (on (B)(6) 2014, she underwent pelvic surgery (tubal ligation) to try and alleviate the symptoms), surgery (on (B)(6) 2014, she underwent hysterectomy and pelvic surgery to try and alleviate the symptoms) and surgery (tubal ligation on (B)(6) 2014). Essure was removed. At the time of the report, the device dislocation, uterine perforation, device breakage, pregnancy with contraceptive device, abortion spontaneous, tubal rupture, genital haemorrhage, abdominal pain lower, dyspareunia, pelvic pain, vaginal discharge, vaginal infection, hypersensitivity, hot flush, libido decreased, mood altered, menorrhagia, vaginal haemorrhage, back pain, urinary tract infection, female sexual dysfunction, staphylococcal infection, nausea, weight increased, dysmenorrhoea and device expulsion outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hot flush, hypersensitivity, libido decreased, menorrhagia, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, staphylococcal infection, tubal rupture, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: events painful intercourse, abnormal vaginal bleeding and cramping improved within a month following essure removal. Consumer took a leave from her job from (B)(6) 2014 until (B)(6) 2014. Tubal ligation surgery - (B)(6) 2014 (laparoscopic tubal ligation with clips) on (B)(6) 2014, she underwent total hysterectomy (uterus and cervix removed) and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57.143 kgs. Ultrasound abdomen - on (B)(6) 2014: essure displaced in fundal aspect of uterine cavit. Ultrasound pelvis - on (B)(6) 2014: no pelvic mass or acute finding. Ultrasound uterus - on (B)(6) 2014: essure displaced in fundal aspect of uterine cavit. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: essure in the myometrium, pelvic pain, dyspareunia, weight gain, pain is in lower abdomen, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('device migrating / migration') and uterine perforation ('perforation of the essure / essure in myometrium (migrated) / foreign body in genitourinary tract-essure coil possibly dislodged.') In a 30-year-old female patient who had essure (batch no. B63035-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure test". Medical conditions: retroflexed uterus. Previously administered products included for an unreported indication: provera from 2009 to 2010. Concurrent conditions included endometritis and heart murmur. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 for birth control as well as hydrochlorothiazide from 2011 to 2014, hydrocodone bitartrate;paracetamol (norco) from 2014 to 2015 and medroxyprogesterone (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), hot flush ("hot flushes"), libido decreased ("low sex drive") and mood altered ("mood changes"). On (B)(6) 2014, the patient experienced nausea ("nausea"), 8 days after insertion of essure. In (B)(6) 2014, the patient experienced device expulsion ("expulsion of essure device"), pelvic pain ("severe constant pelvic pain"), back pain ("constant back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced staphylococcal infection ("mrsa infection"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous ("subsequent miscarriage"), abdominal pain lower ("severe cramping"), hypersensitivity ("allergic and/or hypersensitivity reactions"), genital haemorrhage ("abnormal bleeding"), tubal rupture ("fallopian tube rupture") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with ibuprofen and surgery (tubal ligation on (B)(6) 2014 and hysterectomy,salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, device expulsion, pelvic pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal haemorrhage, genital haemorrhage, menorrhagia, tubal rupture, vaginal discharge, vaginal infection, hot flush, libido decreased, mood altered, urinary tract infection, female sexual dysfunction, staphylococcal infection, nausea, weight increased and fatigue outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, hypersensitivity, libido decreased, menorrhagia, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, staphylococcal infection, tubal rupture, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: events painful intercourse, abnormal vaginal bleeding and cramping improved within a month following essure removal. Consumer took a leave from her job from (B)(6) 2014 until (B)(6) 2014. Tubal ligation surgery - (B)(6) 2014 (laparoscopic tubal ligation with clips) on (B)(6) 2014, she underwent total hysterectomy (uterus and cervix removed) and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57.143 kgs. Ultrasound abdomen - on (B)(6) 2014: results: essure displaced in fundal aspect of uterine cavit. Ultrasound pelvis - on (B)(6) 2014: results: no pelvic mass or acute finding. Ultrasound uterus - on (B)(6) 2014: results: essure displaced in fundal aspect of uterine cavit. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: essure in the myometrium, pelvic pain, dyspareunia, weight gain, pain is in lower abdomen, vaginal bleeding. Lot number reported (b63035) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('device migrating / migration') and uterine perforation ('perforation of the essure / essure in myometrium (migrated) / foreign body in genitourinary tract-essure coil possibly dislodged.') In a 30-year-old female patient who had essure (batch no: b63035 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure test". Medical conditions: retroflexed uterus. Previously administered products included for an unreported indication: provera from 2009 to 2010. Concurrent conditions included endometritis and heart murmur. Concomitant products included medroxyprogesterone acetate (depo-provera) since on (B)(6) 2014 for birth control as well as hydrochlorothiazide from 2011 to 2014, hydrocodone bitartrate; paracetamol (norco) from 2014 to 2015 and medroxyprogesterone on (B)(6) 2014 to on (B)(6) 2015. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), hot flush ("hot flushes"), libido decreased ("low sex drive") and mood altered ("mood changes"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced nausea ("nausea"), 8 days after insertion of essure. On (B)(6) 2014, the patient experienced device expulsion ("expulsion of essure device"), pelvic pain ("severe constant pelvic pain"), back pain ("constant back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced staphylococcal infection ("mrsa infection"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous ("subsequent miscarriage"), abdominal pain lower ("severe cramping"), hypersensitivity ("allergic and/or hypersensitivity reactions"), genital haemorrhage ("abnormal bleeding"), tubal rupture ("fallopian tube rupture") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with ibuprofen and surgery (tubal ligation on (B)(6) 2014 and hysterectomy,salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, device expulsion, pelvic pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal haemorrhage, genital haemorrhage, menorrhagia, tubal rupture, vaginal discharge, vaginal infection, hot flush, libido decreased, mood altered, urinary tract infection, female sexual dysfunction, staphylococcal infection, nausea, weight increased and fatigue outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, hypersensitivity, libido decreased, menorrhagia, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, staphylococcal infection, tubal rupture, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: events painful intercourse, abnormal vaginal bleeding and cramping improved within a month following essure removal. Consumer took a leave from her job from on (B)(6) 2014. Tubal ligation surgery: on (B)(6) 2014 (laparoscopic tubal ligation with clips) on (B)(6) 2014, she underwent total hysterectomy (uterus and cervix removed) and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57.143 kgs. Ultrasound abdomen: on (B)(6) 2014: results: essure displaced in fundal aspect of uterine cavit. Ultrasound pelvis: on (B)(6) 2014: results: no pelvic mass or acute finding.. Ultrasound uterus: on (B)(6) 2014: results: essure displaced in fundal aspect of uterine cavit. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: essure in the myometrium, pelvic pain, dyspareunia, weight gain, pain is in lower abdomen, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received: following event was added: fatigue. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device migrating / migration"), perforation ("perforation of the essure"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("subsequent miscarriage"), tubal rupture ("fallopian tube rupture") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In 2014, 4 months 17 days after insertion and 1 day after removal of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), tubal rupture (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), pelvic pain ("severe pelvic pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and hypersensitivity ("allergic and/or hypersensitivity reactions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2014, she underwent hysterectomy and pelvic surgery to try and alleviate the symptoms), surgery (on (B)(6) 2014, she underwent pelvic surgery to try and alleviate the symptoms) and surgery (on (B)(6) 2014, she underwent hysterectomy and pelvic surgery to try and alleviate the symptoms). At the time of the report, the device dislocation, perforation, device breakage, pregnancy with contraceptive device, abortion spontaneous, tubal rupture, genital haemorrhage, abdominal pain lower, dyspareunia, pelvic pain, vaginal discharge, vaginal infection and hypersensitivity outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device breakage, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, pelvic pain, perforation, pregnancy with contraceptive device, tubal rupture, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-sep-2017: lawyer added from legal document. Suspect drug indication added as birth control events added as severe pelvic pain, severe cramping, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy and subsequent miscarriage, allergic and/or hypersensitivity reactions, and migration/perforation of the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migrating") in a female patient who received essure. On (B)(6) 2014, the patient started essure. In 2014 the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (surgical removal of the device and/or a hysterectomy in or around (B)(6) 2014). Essure was withdrawn. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and about 4 months and 17 days after essure insertion she had to undergo surgical removal of the device and/or a hysterectomy as a result of device migrating. The event device migrating is regarded as anticipated according to the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. In this case, the exact date and mechanism of device migration are not known. Based on the information provided and possible mechanism of migration, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.